Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display screen was observed to be dim and discolored with a reddish hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).